Manufacturer narrative:
Phone: (B)(6).

Event description:
Information was received indicating that a smiths medical administration set was leaking as reported by the nurse. There were no reported adverse events.